Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set , 9 minutes, 10 seconds into the ablation phase of an hta procedure, there had vaginal burn (degree unknown) as a result of a leak . The physician was talking and inadvertently pulled the sheath out resulting in a 10cc loss at 81cc/min. There was a burn on the cervix and 2 lines on the posterior vagina. The burns were treated with a vaginal pack and silvadene cream. Additional follow up concluded that 2 days after the procedure, the patient was healing as expected.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.